Event description:
Following the successful repair of a right hip fracture (intertrochanteric femur fracture), the patient fell from the fracture table to the floor. The safety belt had been removed as the patient's bed was adjacent to the table and staff were preparing to transfer the patient from the fracture table to his bed. At this time, the patient made an unexpected movement and tried to sit up. In doing so he lifted his upper torso and turned slightly to his right. When he did this, it appears his weight shifted to the pelvic region and he quickly slid down and into the open area of the table with the result being a fall to the floor. There were staff members at the patient's head and thigh/knee, but it happened so quickly they could not stop the fall. As a result of the patient's fall from the table, the patient underwent a CT angiogram of the head and neck, and plain film radiographs of the shoulder, hip, and femur. The CT scan of the head demonstrated a subdural hematoma and subarachnoid hemorrhage. The patient was then flown by helicopter to a higher level of care where neurologic intervention can be provided. Neurosurgery was not necessary, and the patient was discharged approximately 4 days later. The repair to the femur remained intact and did not require a return to surgery. Per the patient's family the patient has a new onset of urinary incontinence that was not there prior to the fall, and an a-c separation that is not amenable to surgery due to patient condition.

Manufacturer narrative:
The user facility reported that the table was inspected by their biomedical engineer, and no problems or concerns were found. It appears that the cause of the incident was the quickness of the patient's unexpected movement.

Event description:
Following the successful repair of a right hip fracture (intertrochanteric femur fracture), the patient fell from the fracture table to the floor. The safety belt had been removed as the patient's bed was adjacent to the table and staff were preparing to transfer the patient from the fracture table to his bed. At this time, the patient made an unexpected movement and tried to sit up. In doing so he lifted his upper torso and turned slightly to his right. When he did this, it appears his weight shifted to the pelvic region and he quickly slid down and into the open area of the table with the result being a fall to the floor. There were staff members at the patient's head and thigh/knee, but it happened so quickly they could not stop the fall. As a result of the patient's fall from the table, the patient underwent a CT angiogram of the head and neck, and plain film radiographs of the shoulder, hip, and femur. The CT scan of the head demonstrated a subdural hematoma and subarachnoid hemorrhage. The patient was then flown by helicopter to a higher level of care where neurologic intervention can be provided. Neurosurgery was not necessary, and the patient was discharged approximately 4 days later. The repair to the femur remained intact and did not require a return to surgery. Per the patient's family the patient has a new onset of urinary incontinence that was not there prior to the fall, and an a-c separation that is not amenable to surgery due to patient condition.